Event description:
The customer reported via phone call that they had a no delivery alarm. Customer's blood glucose was 98 mg/dl. Customer stated the alarm was resolved by a reservoir change. Customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.